Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a high fever, and underwent a stoma site swab which revealed presence of staphylococcus aureus. On (B)(6) 2023, the patient underwent a gastroscopic procedure by the physician. The patient's pegj tubing was removed and stoma site was closed. The patient was treated with IV rocefin 1 gram intramuscularly, and dressing of the stoma site with auromycin 3% ointment. It was reported that the patient's duodopa therapy was suspended.